Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # r59j7u. Device analysis: the analysis found that one gst60g cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side partially fired 1/2. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number r59j7u, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a lap sigma, during firing the magazine only trigger half. No patient consequences or significant delay in the procedure reported.